Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Meter is a part of a voluntary recall. Meter unit of measure is mmol/l and should be mg/dl. No adverse event reported.